Event description:
Revision/exchange trigen blue 6.4mm recon screws due to backing out and penetration acetabulum. Right femur.

Manufacturer narrative:
The associated complaint devices were not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A clinical analysis indicated that based on the provided information a definitive root cause of the reported issue cannot be determined. No further clinical assessment is able to be performed. A review of complaint history on the listed part revealed no additional complaints for the listed batches. Without the actual product involved our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.